Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to the device configuration. The customer stated the device software was recently updated and it is suspected that the older user configuration was copied to the device following the update. Older user configurations are not compatible with the latest version of device software and the user instructions explicitly state the user conguration needs to be manually entered. The device settings were reset to factory defaults to remedy the report. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.